Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer¿s blood glucose level ranged between 250-260 mg/dl. Reportedly, the customer performed a pump reset to resolve the issue.